Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high and low blood glucose level and keypad anomaly. The customer¿s blood glucose was 570 mg/dl and 57 mg/dl at the time of the incident. The customer was treated with insulin shots. The customer reported that the up button was not responding. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or frozen display noted. The insulin pump was received with all buttons functioning properly. The pump passed the displacement test and self test. No button error alarm during testing. The lcd keypad connector was not found unlocked during visual inspection. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).